Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device had error 46221-0004. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: product received date 7/10/2024. H3: one device was returned for repair in used condition. Physical condition of this device has worn upstream occlusion (uso) seal. This device has not been in for service in the review period. No applicable evidence to review in the event log. Functional testing was performed, and the reportable problem was verified. Upon power up, the device alarm was sounding off constantly. The cause was the printed wire assembly (pwa) board was malfunctioning. Replace pwa board to correct the issue and to bring the pump into full functionality. Device passed all functional tests after repairs.